Event description:
Infant has continuous oxygen saturation monitoring via pulse oximeter. Provided with new probe from vendor. Mother noted blister on underside of -l- big toe when removing the probe.